Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of fungal peritonitis in a patient, coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On (B)(6) 2012, the patient was hospitalized for peritonitis. At that time, the patient received micafungin. On an unknown date, the patient was treated with vancomycin (ip), fluconazole (ip), and ceftazidine (ip) (doses, frequencies and routes were not reported) for the fungal peritonitis. On (B)(6) 2012, the patient?s pd catheter was replaced, due to fungus colonization. On (B)(6) 2012, the patient was discharged home. The patient continued with micafungin as remedial treatment until (B)(6) 2012. At the time of this report, the event of peritonitis with culture positive for candida tropicalis was resolving. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. Therefore, the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated to CAPA.